Event description:
A healthcare professional reported that during a vitrectomy surgery, four silicone tips on the ophthalmic backflush devices from the same batch were short, and one was detached from the cannula. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The three returned instruments were received in unopened condition, therefore seal seams were intact. The tyvek shows the lot information. All three instruments were visually inspected under a photomicroscope at various magnifications. No abnormalities were observed. Subsequently, the soft tip of all three instruments was measured. The measurements are within specification. The customer¿s complaint can therefore not be confirmed, as the products met their specifications. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned products met manufacturer¿s specifications. No action was taken as the returned instruments met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).